Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, a handpiece and viscoelastic. Not enough information was provided to determine if an approved combination of products were used. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause.

Event description:
A nurse reported a severed haptic noticed during an intraocular lens (iol) implant procedure. The lens was exchanged approximately one week later.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 04/29/2015. (B)(4).